Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total knee replacement procedure, while on the closure of the subcuticular layer, the device¿s thread broke, wherein just after taking a few "bites" the unit broke. No patient injury.